Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photos noted that four images of a monitor displaying a tissue cavity. A staple line could be seen inside of the tissue cavity. Blood pooled around the staple line. A staple appeared to be protruding from the staple line. Further examination of the staple line could not be performed due to image quality. Grasping instruments were observed grasping tissue. It was reported that there was a staple formation. The reported issue was conformed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic single anastomosis duodenal-ileal bypass with sleeve gastrectomy (sadi-s) procedure, the reload was applied to the stomach for the sleeve portion of the procedure. After the first firing, many staples appeared malformed and bleeding was observed at the staple line. The procedure was extended by 15 minutes due to concerns regarding staple line integrity. The surgeon continued with additional reloads to complete the sleeve and performed a leak test and esophagogastroduodenoscopy to check for staple line leak, with no apparent leak found. Due to ongoing concern, the staple line was oversewn with competitor's suture for reinforcement.

Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter, (B)(6)); sigphandle, sig power sigphandle handle, (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.